Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 600 mg/dl. The customer's current blood glucose was 146 mg/dl. Customer stated that the insulin pump was not working. Customer was using the insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they were using auto mode at the blood glucose event. No product is expected to return for analysis.